Event description:
Laser tested pre-op. No errors noted. Endo laser on during case, no problems noted as laser was firing properly. Loud noise heard, laser showed e238/e222. Laser immediately shut down. No harm to pt.